Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The device was not returned to baxter and the lot number was not known; therefore, no evaluation or batch review can be conducted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The customer also reported a se 2367. The baxter technical service representative (tsr) explained that another alarm would have occurred before this alarm. The care giver (cg) stated no. The tsr had the cg close all the clamps to the bags and the patient line. Then they cycled the power off and on, and pressed the down arrow to the alarm log. In the event log, the cg found a se 2367 and then a se 2240. The tsr explained the reason for this alarm. The tsr advised the cg to dispose of the current supplies and to start over with new supplies. The hc was operational.